Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a history anomaly. The blood glucose at the time of the incident was 156 mg/dl. The insulin pump was uploaded at the doctor's office but the blood glucose readings were not being recorded in the carelink report. The customer also had an issue with the lock keypad because it would unlock itself. Troubleshooting was not able to resolve the issue and offered to replace the pump but the customer declined. The device will not be returned for analysis.